Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had leak at past second o ring. Customer's blood glucose level was unknown. Customer also stated that the this problem recurred with multiple reservoirs. Reservoir will not be returned for analysis.